Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch panel does not work. The unit was not in clinical use. The touch panel was working before the system was sent for service. The panel got defective during service and implementation of field safety corrective action by another technician. Getinge field service engineer (fse) troubleshooting replacement touch panel (d160-00-0123) tested tried and checked without remark. Functional testing, and safety testing all passed per factory specifications. Device returned to customer. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) touch panel does not work, can not get into the menus. The unit was not in clinical use. There was no patient involvement.